Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 40 mg/dl and juice was consumed to address the bg level. The customer was not sure what caused the low bg; however, thought it may be due to nerves. The customer declined to complete tandem technical support's pump system check and opted to change out the pump supplies for a routine supply change.